Event description:
It was reported that a patient experienced peritonitis coincident with continuous automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Four days prior to the diagnosis, the patient was hospitalized. On unreported date, the patient was treated with vancomycin 250 milligram three times per day for two weeks (route not reported) and fluconazole 200 milligram daily (route and duration not reported). On the date of diagnosis, dianeal and extraneal therapies were stopped, the peritoneal dialysis catheter was removed, and the patient was placed on hemodialysis. After being hospitalized for seventeen days, the patient was discharged. The patient has not recovered from the peritonitis. The patient has not been retrained on proper aseptic technique. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).